Event description:
It was reported that on 25 september 2023 at 1350, infliximab (100mg/285ml) was intended to infuse at 95ml/hr. Over three (3) hours but infused in 35 minutes instead. Per customer, the tubing has been discarded. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Manufacturer narrative:
Omit: b15 - analysis of data provided by user/third party. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex b code. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on (B)(6) 2023 at 1350, infliximab (100mg/285ml) was intended to infuse at 95ml/hr. Over three (3) hours but infused in 35 minutes instead. Per customer, the tubing has been discarded. There was patient involvement but no harm.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that on (B)(6) 2023 at 1350, infliximab (100mg/285ml) was intended to infuse at 95ml/hr. Over three (3) hours but infused in 35 minutes instead. Per customer, the tubing has been discarded. There was patient involvement but no harm.